Event description:
Fresenius received a patient relationship survey response which reported that this peritoneal dialysis (pd) patient was recently hospitalized. No further information was provided. Additional information was provided through follow-up with the pd clinic program manager (pm). The pm stated the patient¿s most recent hospitalization (dates unknown) was for a hernia (type and location unknown). The patient¿s records had been closed out of the system; therefore, no information related to the hospitalization was available. The pm did state the patient¿s hernia was unrelated to pd therapy, use of the liberty select cycler, or other fresenius product(s). The patient had numerous past medical issues and surgeries which were the cause of the hernia. No further information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is a possible temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of hernia with hospitalization; however, it is unknown when the hernia developed. There is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The clinic pm stated the patient¿s hernia was caused by his numerous past medical issues and surgeries (unspecified). Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s hernia with subsequent hospitalization. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Fresenius received a patient relationship survey response which reported that this peritoneal dialysis (pd) patient was recently hospitalized. No further information was provided. Additional information was provided through follow-up with the pd clinic program manager (pm). The pm stated the patient¿s most recent hospitalization (dates unknown) was for a hernia (type and location unknown). The patient¿s records had been closed out of the system; therefore, no information related to the hospitalization was available. The pm did state the patient¿s hernia was unrelated to pd therapy, use of the liberty select cycler, or other fresenius product(s). The patient had numerous past medical issues and surgeries which were the cause of the hernia. No further information was provided.